Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the tip of the introducer became deformed creating a sharp tip on the border of the introducer. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the dilator was mounted to the introducer at the time of deformation.